Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, power on self-test, alarm log review and functional testing was performed. During the power on self-test and the alarm log review an f94 alarm was identified. The alarm was caused by a inoperative/defective battery. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.